Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head cable coating was peeled off and the wires inside were visible. It is unspecified when the issue occurred. There were no reports of patient harm.

Event description:
The issue occurred during a therapeutic arthroscopic surgery which was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: twisted cable, broken cable, image unit leakage, cable leakage, image failure. Based on the results of the investigation, definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.